Event description:
Ivus catheter was prepped and delivered through 6fr guide catheter over runthrough wire as normal. When motor turned on, the motor abruptly stopped. Catheter was wrapped around the wire. A second ivus catheter was opened and used to complete the procedure. There was no patient harm.